Event description:
In 2008, the pt presented with a chronic type b dissection that extended from the left subclavian artery down to the right common iliac artery. A gore tag thoracic endoprosthesis and a gore excluder aaa endoprosthesis were implanted to treat this dissection. After the procedure, the pt expired due to a retrograde type a dissection.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions: death due to type a dissection. According to the gore tag thoracic endoprosthesis instructions for use, the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta. The safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in patients with acute and chronic dissections. Please note this event was submitted to the FDA on 10/20/2008 medwatch MFR report# 2953161-2008-00316.